Manufacturer narrative:
The false low advia centaur total hcg may be attributed to a high hook affect. The instruction for use (IFU) under the procedural notes section state the following for high-dose hook effect: "patient samples with high hcg levels can cause a paradoxical decrease in the rlus (high-dosehook effect). In this assay, patient samples with hcg levels as high as 400,000 miu/ml (iu/l) will assay greater than 1000 miu/ml (iu/l)." No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
False low advia centaur total hcg results were obtained by the customer and considered discordant when compared to another laboratory result post procedure and the patient clinical picture. There was no known report of adverse health consequences due to the discordant total hcg results.